Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded fc1003 message. Boston scientific technical services (ts) discussed that coded likely due to cold temperature. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.